Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Attorney.

Event description:
Pinnacle litigation received. Litigation alleged pain, decreased mobility, metallic debris, loosening from acetabulum, injury, and emotional distress. Doi: (B)(6) 2010; dor: unknown; right hip.

Manufacturer narrative:
Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees caused or contributed to the potential event described in this report. H10 additional narrative: UDI: (B)(4). Added: a2(dob, age), a4, b5, b6, b7, d1, d2, d2b, d4(product and lot number, expiration date and UDI), d7, g5, h4 and h6 (patient). No code available use for medical device removal.

Event description:
Ppf alleges metallosis and elevated metal ions but laboratory result was below normal level. Pfs also alleges limp, trouble walking, muscle spasm in thigh & hip area. After review of medical records, patient was revised to addressed mechanical complications right metal on metal tha. Revision notes indicated some scarring down to the bursa which was incised. The trunnion had no significant trunnionosis. The acetabular component remained well fixed. Added demographic data of patient, account name, surgeon, laboratory result, medical history, date of revision and product details of liner, head and cup in impacted products. Doi: (B)(6)2010 dor: (B)(6)2017 right hip. Cn(wipro).